Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. The customer¿s blood glucose level was 400mg/dl. During troubleshooting with tandem technical support, the pump was operating as expected. Additionally, the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge with 400-500 units of insulin. Customer continued to use the pump for insulin therapy.